Event description:
It was reported that an intermittent, ongoing occlusion alarm occurred. The customer experienced an elevated blood glucose (BG) level. The customer¿s continuous glucose monitor read "High¿; however, a specific BG value was not provided. An insulin injection was administered to address BG. The customer cleared the alarm and resumed insulin therapy successfully.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.